Manufacturer narrative:
Final analysis confirmed that the lead was sutured through, a cut on the insulation exposing the outer coil was observed; this is consistent with procedural damage. The reported events of noise and high lead impedance were not confirmed.

Event description:
It was reported that during the implant procedure soon after the pocket was closed the right atrial lead exhibited noise and high lead impedance. Further inspection revealed compromised insulation; the physician believes the lead might have been sutured through while closing the pocket. The pocket was re-opened and the lead was explanted and replaced. No additional information was reported.